Event description:
It was reported that there was an error resulting in loss of ventilation during a case. The patient was switched to an ambu bag, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided to date after calls to customer contact 03/19/24 and 03/22/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.